Event description:
The customer did not report a malfunction. During inspection of the duodenovideoscope, pinholes on the adhesive around the objective lens were found. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Olympus detected this issue during device servicing and there was no reported customer product complaint or allegation, therefore there is no information of customer reported date of event. Additional information will be provided once available. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the issue is traced to component failure, which is expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.